Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer's blood glucose value was 177 mg/dl. The customer stated that they able to clear alarm and notification light did not stopped flashing. The insulin pump will be returned for analysis.